Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) gave an electrical test failed code # 50 message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse found the motor controller pcb was defective. To fix the issue, the fse replaced the motor controller pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: d1, d4(version or model #, catalog #, unique identifier (UDI) #). Additional information:e1(event site state-(B)(6), event site postal code-(B)(6)).

Event description:
N/a.